Event description:
It was reported through the research article "continuous flow ventricular assist devices in children - how to bridge the gap the hvad left behind?" That after heartmate 3 (hm3) implant the patient experienced a problematic course, as the right ventricle (rv) was unable to pump the minimum 2.5 l/min cardiac output required for hm3. Although this relative rv impairment was in itself not clinically evident, the concomitant hm3 difficulties with continuous, distressing hm3 alarms significantly hampered clinical progress, leading to implantation of a temporary rvad and numerous complications. After 3.5 months the patient was discharged home with the hm3. The patient did not experience adverse neurological events.

Manufacturer narrative:
Date of event has been entered as the same as published date since date of data collection was not provided article title: continuous flow ventricular assist devices in children - how to bridge the gap the hvad left behind? Fürniss, h.e., et al. Perfusion 37.1 suppl: 84-85. Sage publications inc. (May 2022) . (B)(6). Manufacturer's investigation conclusion: a direct correlation between the lvad devices and the reported events could not be conclusively determined through this evaluation. The research abstract titled ¿continuous flow ventricular assist devices in children - how to bridge the gap the hvad left behind?¿ reported the following information: the purpose of this study was to provide insights into experiences with the heartmate 3 (hm3) in children below 50 kg who were previously treated with an hvad, since the hvad was discontinued due to increased neurological events and mortality in adults. Data was collected on the case of a 13 year old boy with severe anthracyclin induced cardiomyopathy after osteosarcoma treatment. The patient experienced a problematic course as the right ventricle (rv) was unable to pump the minimum 2.5 l/min cardiac output required for the hm3. Although this relative rv impairment was in itself not clinically evident, the concomitant hm3 difficulties with continuous, distressing hm3 alarms significantly hampered clinical progress, leading to implantation of a temporary rvad and numerous complications. After 3.5 months the patient was discharged home with the hm3. Patient 1 did not experience adverse neurological events. Finally, patient 1 received a heart transplantation 21 months after hm3 implantation. The study concluded that under the prerequisite of sufficient rv function, the hm3 is a satisfactory alternative to hvad in children and young adolescents. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. The heartmate 3 lvas instructions for use and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.